Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to multiorgan failure and sepsis. It was communicated that the pump will not be returned for evaluation. An autopsy was not performed. The account later communicated that prior to the patient¿s death, the patient¿s pump was replaced (see manufacturer report number 2916596-2021-05993) and required mass transfusion during the replacement. The patient also experienced multi-organ failure, right heart failure, required multiple pressors, and a chest washout. Continuous renal replacement therapy (crrt) was also attempted, but the patient was too unstable. The patient was ultimately moved to comfort care. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this IFU lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook contains information on preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to power spikes and light brown urine. The patient's lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were stabilizing. The log file captured elevated flows above normal parameters. The log file captured a no external power alarm while on batteries and there was a double power cable disconnects that looked t be for the patient being connected to the take the log file recording. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021. The pump and outflow graft were exchanged due to recently elevated pump powers/flows and area concerning for thrombus/occlusion in the outflow graft noted on the computed tomography angiography (cta). It was reported through that the patient passed away due to multiorgan failure and sepsis. An autopsy was not performed. The pump would not be explanted or returned for evaluation. The outcome was device or therapy related. Related manufacturer report number of first pump: 2916596-2021-05993.